Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/07/2018

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summarytwo unopened samples of product code (B)(4), lot # le7065 were returned for analysis. The sample with the issue reported was not received for evaluation. During the visual inspection, no defects were found on the package. The sample was opened and the swage and attachment area were as expected. The suture was dispensed without problems and examined along of the strand and no defects or damaged were observed. The sample was measured by diameter and meet the requirements. The sample with the issue reported was not received for evaluation.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic gastric bypass on (B)(6) 2017 and suture was used. During the procedure, when the doctor was tying the knots with the suture, the doctor felt the suture was lighter than expected. The suture felt like a different size than what was stated. The procedure was completed using the same suture. There were no adverse patient consequences reported. No additional information was provided.